Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon final tightening, the x25 driver was stripped. This happened to both of the drivers on the verse set and another set had to be opened. Surgeon believes this is due to the design of the driver ¿ having ridged connections instead of a stardrive, he believes makes the product weaker. Rod came out of screw post op. Surgery time not extended.